Event description:
The customer reported to olympus, the high definition lcd monitor the monitor turned on black with no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the monitor turns on black with no image" was caused by a failure of the printed circuit board. Attempts were made to obtain additional information regarding the reported event, but no response was received from the engineer. Olympus will continue to monitor field performance for this device.